Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 30 intermittently occurred during basal delivery with multiple cartridges. In addition, it was reported that the insulin gauge was inaccurate across multiple cartridges and subsequently an empty cartridge alarm occurred even though the cartridges were not empty. The customer's blood glucose level was 321 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.